Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to retract the foot. Factors that may contribute to a difficult to open or close the foot include but are not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. The surgical intervention appears to be related to circumstances of the procedure. The reported patient effects are known risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after an interventional transcatheter aortic valve replacement procedure using a 6f sheath. Reportedly, the anterior footplate got stuck and stayed up with two prostyle devices. The devices were manipulated by physician until they came loose and removed. The second prostyle device was deployed but not successful at hemostasis. An 8f then 9f and then 10f sheaths were placed but significant bleeding continued. Manual pressure was held but the patient was sent for surgical repair as this was only temporary holding bleeding at bay. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.